Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through that the patient expired due to diffuse massive bleeding. It was reported that the patient had lvad ultima ratio therapy and marfan-syndrome. There was a dissection of the axillary artery after cannulation the use of a heart-lung machine , and the patient had bleeding. It was reported there were severe signs of infection. The coagulation was out of range and the patient had a massive blood transfusion. The implant was straight forward but the diffuse bleeding was not controllable. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.

Manufacturer narrative:
Section b2, date of death: correction. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the patient's expiration could not be conclusively determined through this investigation. The patient was implanted with heartmate 3 lvas on (B)(6) 2020. The implant procedure was straight-forward according to the account. The account communicated that heartmate 3 lvas, serial number (B)(6), will not be returned for evaluation as no autopsy was performed and the vad was not explanted for evaluation. The heartmate 3 lvas instructions for use lists bleeding and infection as adverse events that may be associated with the use of heartmate 3 lvas. This document provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Care instructions in regard to preventing infection are provided in various sections of the IFU. No further information was provided. The manufacturer is closing the file on this event.